Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that since one day post implant the right atrial (ra) lead and right ventricular (rv) lead have exhibited unstable t hresholds. No action was taken as the thresholds are now stable and there was always an adequate safety margin. Both leads remain in use. No patient complications have been reported as a result of this event.